Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown proximal femoral nail antirotation (pfna)/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: imerci, a., canbek, u., karatosun, v., karapinar, l., and yesil, m. (2015). Nailing or plating for subtrochanteric femoral fractures: a non-randomized comparative study. Eur j orthop surg traumatol, 25, 889-894. The goal of this retrospective study is to compare outcomes of reverse less invasive stabilization system for distal femur (liss-df) plates and proximal femoral nail antirotation (pfna) in the treatment of patients with subtrochanteric fracture. Thirty-one patients with 32 fractures were included in the study. The pfna group consisted of 16 patients and the reverse liss-df plate group had 15 patients. The study reviewed surgical interventions over a period from january 2008 and october 2010. Group a (pfna group) consisted of 11 male and five female patients, mean age 43.25+/-23.39. Group b (liss-df) consisted of eight male and seven female patients, mean age 48.20+/-21.67. The following complications were reported: pfna group: one case of malrotation. One case of separation of the lateral femoral cortex during surgery. One revision of a short pfna with a long pfna. Two cases of varus malalignment. This is report 1 of 2 for (B)(4). This report is for an unknown proximal femoral nail antirotation (pfna).